Manufacturer narrative:
The lens was returned to b & l. Visual inspection found the one haptic and a piece of the optic torn off and missing, not meeting current standards. The delivery device was not returned. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current info, the specific root cause of the event cannot be determined. Inspection and test records indicate that the released lenses from this lot conformed to specification at the time of release.

Event description:
It was reported that during cataract surgery, once the ao60g iol was placed into pt's eye, the surgeon noticed that the lens was wrinkled. The iol was removed and replaced intraoperatively. Add'l info received on (B)(6) 2011, indicates that the incision had to be enlarged from 3 mm to 5 mm to facilitate the iol removal and one suture was used to close the wound. This report refers to the pt's right eye.